Manufacturer narrative:
No information regarding the device location. The lot number was not provided for the device, and DHR and complaint history could not be reviewed. A follow up report will be submitted if any additional information is received. Cayenne will continue to monitor for future events.

Event description:
During literature review of the aperfix device "evaluation and comparison of clinical results of femoral fixation devices in arthroscopic anterior cruciate ligament reconstruction" by deniz aydinm, and mert ozcanbm, it was noted that post operation, patient has presented with knee instability, with a possible revision. No further information was noted regarding this event.